Manufacturer narrative:
Other, other text: fifty-five portex endotracheal tubes were returned for analysis. The sample was received in used conditions. The returned sample was visually inspected at a distance of 12? To 16? And normal conditions of illumination. No discrepancies were found. The cuff of the returned sample was inflated using a syringe and the product was submerged under water in order to detect any leak. No inflation issues were found in the 55 samples. Production performs a 100% inflation test to the inflation line and the cuff. Quality takes a sample using an aql 1.0 and a level inspection g-I in order to verify the visual inspection and audit leak test. Based on the analysis conducted in the sample provided, the complaint was not confirmed. No corrective actions were taken since the complaint was not confirmed. Device history record part number = 100 199 080 lot number = 3874480 quantity = 51480 units manufacturing date = october 2019.

Event description:
Information was received indicating that when the portex endotracheal tube was inserted into the patient and inflated as per normal procedure, while the operation was in process the cuff deflated. There were no adverse events reported.